Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error and has difficulty pressing the buttons on the keypad. The customer's blood glucose level was 240 mg/dl at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis.

Manufacturer narrative:
The pump was received with currents within specification. The pump was unable to prime during the prime test and alarmed motor error during the basic occlusion test due to a loose/protruded drive support disk. The pump had intermittent button response due to moisture damage on the keypad traces. The pump had minor scratches on the lcd window, cracked display window corners, cracked battery tube threads, a broken belt clip slot, a broken reservoir tube lip, a cracked reservoir tube, a missing end cap sticker, a cracked reservoir tube window and motor grinding sound during rewind due to a faulty motor. No unexpected code error noted during our testing.